Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the site was navigating with the gray navlock. When slightly rotated, the application software showed that the green navlock was being tracked rather than the gray. Resulting in the wrong instrument tip being shown in the software. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The surgeon completed the procedure with the use of the navigation system. No additional information was provided.